Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the ipg was replaced and a lead was added. The patient was doing well postoperatively.